Manufacturer narrative:
Although the complete hf-generator was returned to olympus for evaluation/investigation, the reported malfunction/phenomenon could not be reproduced. According to the available documentation, error message e433 occurred which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. Furthermore, a detailed risk assessment regarding this issue was performed and the risk to patients, users, and/or third parties was evaluated as acceptable. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that error message e433 occurred during the pre-use inspection prior to an unspecified procedure. As a result, the hf generator was not used for the intended procedure. No further information was provided but there was no report about an adverse event or patient injury.